Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead could not be implanted due to patient anatomy; there were no lead performance issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the his bundle lead was unable to be implanted. The lead was not replaced with another lead. No patient complications have been reported as a result of this event.